Manufacturer narrative:
The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is reported "alcl diagnosis" and seroma. Further information from the reporter regarding event, product, diagnostic testing, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Clarification: explant surgery has not been confirmed.

Event description:
Regulatory agency reported "alcl diagnosed in right implant. Seroma." Histopathological markers were not reported. The status of the device is unknown.